Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon of b30 error was not confirmed; however, the scope socket slider switch was found to be worn out which was determined to be the likely cause of the phenomenon. No further information was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 and e216 (scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer encountered two different errors with two 190 scopes on two different towers at the clinic. The customer cleaned the socket with compressed air and got one 190 scope working. Tac informed the customer to clean the other scope and try again while the power was off. The customer was referring another device and tac instructed the customer to call back when the customer had more time to troubleshoot. The device was returned to olympus for evaluation and the was not confirmed. The evaluation uncovered the front panel was cracked, the rear panel was rusted, the front panel chassis, bottom chassis and top cove was corroded. A worn-out scope socket slider switch caused intermittent use of high intensity mode, a non- olympus lamp life mere was reading below 50 hours and the light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.